Event description:
Unomedical reference number (B)(4). Event occurred in spain it was reported that the patient's infusion set fell off after a day or two after use as the plaster did not stick. The issue occurred for months. No further information was available.